Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced no delivery alarms, which was resolved with a complete set change. Customer's blood glucose was between 200 mg/dl and 400 mg/dl. Customer's blood glucose at the time of call was 283 mg/dl. Customer reported that pain may have been causing high blood glucose but was not sure what was causing the pain.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back after receiving a voicemail. The customer stated that she was doing fine. The customer stated that her hcp gives her a new injection every week and her blood glucose levels are going down from being in the 200-300 mg/dl range. The customer's morning blood glucose was 145 mg/dl. Nothing shipping or returning.